Manufacturer narrative:
Joerns sending the report to the MFR.

Event description:
It was reported to the MFR by the facility (clyde park dialysis), per the facility the pt was being lifted from the dialysis chair to her wheelchair after dialysis when she slid out of the sling to the floor, hitting the back of her head on the footrest of the dialysis chair. The pt was laying on the floor and vitals were stable. The pt has a large goose egg on the back of her head and a decision was reached to call emt's for transport to the hospital. When the emt's arrived, they tried to get the pt to sit up but when pressure was placed on te hips with this movement the pt cried out in pain. The pt was lifted by six people to the stretcher and went to the hospital ((b)(6. Later that day, the pt called the facility (clyde park dialysis) to state she had fractured both of her hips. Pt was wheelchair bound due to polio and was not ambulate prior to this event. Reference uf/importer report #(B)(4). The lift was inspected by iss solutions and passed inspection.